Event description:
It was reported that the patient presented remotely. A remote transmission showed that the patient's Implantable Cardioverter Defibrillator (ICD) and Right Ventricular (RV) lead exhibited external Electromagnetic interference noise. No intervention was performed. The patient was stable throughout.